Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16406 and 2938836-2019-16407. It was reported that upon interrogation it was noted that the device had reached end of service in (B)(6) 2019. A bpa was also noted on (B)(6) 2019. Low impedance was observed on the ra and rv leads and it was unable to test thresholds. The device indicated as bp with outputs at 5v but did not appear to be capturing on the ventricular leads. It was discussed that the abnormal lead tests and diagnostics could be due to end of service. It was indicated that a visible sudden drop of battery voltage between april and may of this year, indicated early battery depletion. On (B)(6) 2019, the device was explanted and replaced. The leads remain implanted. The patient tolerated the procedure well and their status during and after is stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.